Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Bg cause was due to user error as customer giving delivering too much insulin. Further information regarding this event was not obtained.